Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5 x 15 mm nc trek bdc referenced is filed under a separate medwatch report.

Event description:
It was reported that during device preparation of 2 nc trek balloon dilatation catheters (bdc), the protective sheaths were difficult to remove. Once removed, the devices were flushed, but not soaked to activate the coating. The 2.75 x 8 mm nc trek bdc was advanced to the lesion. The balloon was inflated to 12 atmosphere before it began to inflate and once inflated, deflation was difficult. The balloon was only partially deflated when removed from the anatomy. Next, the 3.5 x 15 mm nc trek was taken to the lesion, but failed to inflate and was removed without issue. A non-abbott bdc was used in the procedure without reported issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.